Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance may have contributed to the pusher assembly kink observed near the mid-joint. During functional testing, the ruby coil lp could not be advanced at all from its returned position within the introducer sheath. Further evaluation revealed additional pusher assembly kinks. This damage was likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using a packing coil lp and a non-penumbra microcatheter. During the procedure, a packing coil lp would not advance at all within its introducer sheath; therefore, the packing coil lp was removed. The procedure was completed using additional packing coils lp and the same microcatheter. There was no report of an adverse effect to the patient.